Manufacturer narrative:
The insulin pump was received with a blank display due to missing battery tube contact spring. We were unable to perform a no delivery test or verify battery out limit alarm or keypad unresponsive due to blank display. There was no moisture damage on keypad traces noted. The unit had corroded battery tube, cracked belt clip slot at battery tube threads area, reservoir tube lip, reservoir tube and case at display window corner.

Event description:
It was reported that the insulin pump excessively alarmed no delivery. It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 380 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.